Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed. Due to no image being present and an e315 (scope error) code being displayed because of an image board failure. In addition, the electrical safety test did not meet specification. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
An olympus process engineer reported on behalf of the customer, an image fault with the colonovideoscope during preparation for use. The unspecified procedure was completed using another device. There was no delay in procedure or patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to an abnormality in electrical parts of the device, although it was not possible to specify a further cause of the failure in the electrical parts. As a preventive measure, it is suggested that the user facility review the method of device handling according to the instructions for use. Olympus will continue to monitor field performance for this device.